Event description:
The customer reported via phone call that they had a bladder infection from the wearing the sensor on their abdomen. Customer's blood glucose was unknown. Further information was not provided at the time of the call. The customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.